Event description:
It was reported that the patient presented to the hospital due to palpitations. Upon review of the device data, it was discussed there was undersensing of atrial fibrillation (af) leading to atrial pacing. In addition, the percentage stimulation trend has suddenly increased to 100%. Technical services (ts) discussed that the change observed is so abrupt that it could be related to an atrial lead performance issue as it is accompanied by difficulty detecting the p-tops and a sudden increase followed by a decrease in impedance around the same time period. It was also mentioned that atrial pacing can be seen, however, there is continuous noise in between the pacing. The health care professional (hcp) agreed this is a potential lead issue and reprogrammed the device to a configuration that excludes the atrial lead as the patient is in a permanent atrial tachycardia and their status after a his-ablation. The atrial lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the patient presented to the hospital due to palpitations. Upon review of the device data, it was discussed there was undersensing of atrial fibrillation (af) leading to atrial pacing. In addition, the percentage stimulation trend has suddenly increased to 100%. Technical services (ts) discussed that the change observed is so abrupt that it could be related to an atrial lead performance issue as it is accompanied by difficulty detecting the p-tops and a sudden increase followed by a decrease in impedance around the same time period. It was also mentioned that atrial pacing can be seen, however, there is continuous noise in between the pacing. The health care professional (hcp) agreed this is a potential lead issue and reprogrammed the device to a configuration that excludes the atrial lead as the patient is in a permanent atrial tachycardia and their status after a his-ablation. The atrial lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of undersensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of undersensing is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this undersensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.